Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up and post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended. No further information available.